Event description:
It was reported that the patient's ipg was flipping in the pocket and causing discomfort, patient was twiddling ipg. Patient also experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg pocket was made deeper and the ipg was sutured down, and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.